Event description:
On (B)(6) 2014 the lay user/patient¿s parent contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began on (B)(6) 2014. The reporter stated that the patient obtained a blood glucose reading of ¿557mg/dl¿ on the subject meter and ¿397mg/dl¿ on an ¿accu-chek meter¿ at hospital, obtained within 30 minutes of each other. The reporter also stated that the patient obtained a blood glucose reading of ¿557mg/dl¿ on the subject meter and ¿407mg/dl¿ on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The reporter was unable/unwilling to give details of any symptoms the patient may have developed at this time. The reporter stated that the patient visited the emergency room (ER) and received 4 units of novalog insulin and IV fluids from a healthcare provider at at 2 o¿clock on (B)(6) 2014. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Although the patient received medical treatment at an ER, the treatment from an hcp correlated with the alleged high readings. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 1/14/2015 and further evaluated by lifescan product analysis on 1/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.